Event description:
It was reported that during a take-down colostomy, the surgeon was completing an end-to-end anastomosis and noticed the proximal donut was incomplete. He checked anastomosis with rigid sigmoidoscope and found it was ok. Surgeon wasn't comfortable with incomplete donuts so redid with hand sewn anastomosis. The procedure was extended by an hour.